Event description:
It was reported that there was an error that results in a loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The ventilator interface board was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.